Manufacturer narrative:
The valve was patent. It met the requirements for leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. It is unknown what caused the reported event. The valve met the requirements for pressure flow testing at 0 cm hydrostatic pressure (hp). However, it did not meet the requirements for siphon, reflux or pressure flow testing at -50 cm hp. There was proteinaceous debris noted in interior and exterior of the device. Debris within the valve may interfere with the siphon control device resulting in fluid siphoning and / or reflux. A review of the manufacturing records showed on anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that when the doctor performed the pre-implantation test, he found that the valve was leaking. According to the report, the doctor replaced the product with a new one to complete the surgery. Reportedly, the product was not used with patient. The report stated that there was no impact to the patient.